Manufacturer narrative:
H10. Updated/additional information ¿ g1. G2. G4. The revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The observed tibial insert wear may have been due to malalignment between the implants, high contact stresses during knee flexion/extension, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
Correction- h7 & h9 the logic femoral device is not a recalled device. There is no additional information available.

Event description:
It was reported that a 71 yo male patient, initial right knee implanted on (B)(6) 2014, underwent a revision procedure on (B)(6) 2022, approximately 8 years 8 months post the initial procedure. The patient complained of pain. Loose femur indicated. Patient was last known to be in stable condition following the event. No device returning due to chain of command. Due to recall hospital will not release implants. No further information.

Manufacturer narrative:
Other relevant history: left knee revision reported under 1038671-2021-00229. Concomitant medical products: logic tibia ps mod insrt, 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, 200-02-38 - three peg patella 38mm, based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d6b, h6. MDR section codes updated/corrected: a, b, c d, e, g. The revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The observed tibial insert wear may have been due to malalignment between the implants, high contact stresses during knee flexion/extension, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e. The revision reported was likely the result of insert prosthesis wear or femoral loosening. Possible causes for polyethylene wear include the alleged femoral loosening, high stress loading of the tibial insert during knee flexion, inclusion of the polyethylene in the packaging recall, patient related conditions or any combination of these possibilities. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant and/or cement-bone interface; however, this cannot be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.